Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that the trained operator successfully achieved common femoral arteriotomy closure using the perclose at 6f suture-mediated closure (smc) system after an unknown procedure. Approximately 2-2 1/2 weeks post-procedure the patient developed a major systemic infection. (Date unavailable). No additional information is available.